Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was "noisy" both the system and power supply fans were noisy and they were therefore replaced. It was further noted that the electrocardiogram connector on the link electronic module (lem) board was loose and the lem board was replaced and calibrated and that the tabs on the power cord bay door were broken and the power cord bay was also replaced. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer was noisy. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.